Event description:
Consumer stated that the bearings in the gvtrsx58 manual wheelchair have shattered.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.